Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the microscope had yellow status and was showing as not connected. It was noted the site had recently transferred the scope calibration to this system from another navigation system. A manufacturer representative who was on site tried adding and removing the tool card and rebooting the system without resolve. It was confirmed the microscope was in instrument port b. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Additional information was received stating it was discovered the system never had the microscope integration kit installed. Therefore, the microscope could not communicate with the navigation system.